Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending (lad) coronary artery that was mildly tortuous, mildly calcified and 80% stenosed. After pre-dilating the lesion in the distal lad with a semi-compliant balloon, there was resistance felt when inserting the xience xpedition 2.5 x 38 mm stent delivery system (sds) into the guiding catheter. When the stent delivery system was retrieved, the stent partially dislodged in the guiding catheter and was simply removed. When removed, the stent struts were observed to be flared. A 2.75 x 38 mm xience xpedition stent delivery system was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position could not be tested as it was based on operational circumstances. The reported material deformation could not be tested as the stent was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.